Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Response: the device was never used in the patient as the tech had difficulty releasing closing handle before the surgery began. Device was extremely stiff and was difficult to open jaws.

Event description:
It was reported that during setup for a sleeve gastrectomy the scrub technician was having problems with the closing handle. It became stuck and would not open. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ap5d. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.